Manufacturer narrative:
Follow-up #1: date of submission: 10/17/2016. Device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no air bubbles being formed inside the cartridge. A leak test was performed with no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. The retain cartridge passed a lot review.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 316 mg/dl and associated symptoms of polydipsia and drowsiness. The reporter stated that air/bubbles/leaking occurred with more than five insulin cartridges. Other health conditions exist that may have also contributed to the patient's hyperglycemic event including medications; cymbalta, simvastatin, lisinopril, vitamin b12 and aso. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer technical support revealed a training/misuse issue; the patient was not using the proper technique for filling the insulin cartridge, leading to the reported leaking/air bubbles. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to a training/misuse issue and possible diabetes management involving medications.